Event description:
Per customer complaint form: inbound. Approximately twenty-two hours into twenty-four hour infusion, there was a "no disposable alarm," on both pumps using cassette from lot 4219999 or 4196398. No further details provided.